Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during pre-use checkout, the unit alarmed "no o2 supply". There was no reported patient involvement.

Manufacturer narrative:
The initial report of unit alarming during pre-use checkout was found to have occurred as an out-of-box failure. Therefore the initial reported event is not a valid complaint and was not reportable.